Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight months and fourteen days after the implant of this transcatheter bioprosthetic valve, coronary occlusion and decreased blood flow of the left anterior descending artery was noted. A thrombus was suspected at the ostium of the left main coronary artery. Subsequently, percutaneous coronary intervention (pci) was performed. It was noted that approximately one month prior to the coronary occlusion, an examination was performed with no issues noted. No additional adverse patient effects were reported.